Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation. Both the right ventricular (rv) lead and the right atrial (ra) leads were capped and replaced. No further patient complications have been reported as a result of this event.